Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed with a failed self test. The patient's blood glucose at the time of incident is unknown. The customer stated that the failed self test alarm occurred every day. Troubleshooting was initiated for the failed self test. A normal bolus was programmed into the air and the bolus amount was recorded in the bolus history. However, it was determined that the insulin pump needed to be replaced. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was received with rf pic failed alarm during the self test due to a faulty component on the radio frequency board. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.